Event description:
A customer observed a positively biased valproic acid (valp) result for a quality control fluids. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint. Note: there are two consecutively numbered form 3500a forms being filed for this event. There are two devices involved. The two 3500a forms are consecutively numbered (1319808-2008-00282 & 1319808-2008-00283).

Manufacturer narrative:
Investigation into this event found that the vitros 5,1 fs analyzer needed some adjustments that were unrelated to the event. The root cause of this event is unknown; however, the most likely cause is consistent with handling the valp reagent pack in a manner that is outside of the manufacturer's recommendations as stated in the instructions for use for the valp reagent.